Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose was 30 mg/dl. Customer stated that her sensor glucose was 147 mg/dl. Customer was explained that the readings will be close but will rarely match due to how glucose travels in the body. Customer treated with soda and sugar pills. Customer was advised that the difference in readings was not within an acceptable range. Customer noticed bent cannulas on a previous sensor. Customer was advised no to calibrate on a sensor alert and to call back if the issue recurs. Customer stated that she is hyperglycemic. Customer also stated that she only uses the pump for monitoring purposes only and no insulin delivery.